Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "cartridge" was not pumping insulin. Reportedly, the customer disconnected at the luer lock and stated that the cartridge was "only pushing little bubbles out". Additionally, it was reported that there were air bubbles around the tubing near the luer lock. The customer's blood glucose level was 146 mg/dl. The supplies were changed to address the event and insulin delivery was resumed.